Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: metrorrhagia. Concomitant products included: medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), allergic rash ("allergy: (rash/skin condition)") and allergic skin reaction ("allergy: (rash/skin condition)"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, psychological trauma, migraine, fatigue, alopecia, allergic rash and allergic skin reaction outcome was unknown. The reporter considered abdominal pain, allergic rash, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma and allergic skin reaction to be related to essure. The reporter commented: previously reported, insertion date was 2015 (discrepancy noted, in essure insertion date). Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2009, bilateral occlusion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), allergic rash ("allergy: (rash/skin condition)") and allergic skin reaction ("allergy: (rash/skin condition)"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, psychological trauma, migraine, fatigue, alopecia, allergic rash and allergic skin reaction outcome was unknown. The reporter considered abdominal pain, allergic rash, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma and allergic skin reaction to be related to essure. The reporter commented: previously reported insertion date was (B)(6) (discrepancy noted in essure insertion date). Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information , concomitant drug, other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.